Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user could not seat the cartridge connector into the ilet, and a photo confirmed the cartridge was overfilled, consistent with a use-of-device problem associated with an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found and the issue was attributed to user technique during cartridge filling and connection. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.